Manufacturer narrative:
In previous report, manufacturer narrative should have been selected for h10 - additional narratives/data.

Manufacturer narrative:
Date of event and therapy date are estimated. During processing of this complaint, attempts were made to obtain patient weight and complete event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2021-15023. It was reported that surgery occurred on (B)(6) 2021 to explant the patient's system for an unknown reason.